Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is still well folded and shows no signs of inflation. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers. The stent was not returned for analysis as reported. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (88 percent stenosis degree) in the lad. During advancing the device through the pre-dilated target lesion, resistance was felt. The stent system was withdrawn, and the stent dislodged from the delivery system. The device was removed from the patients body. The intervention was completed by the use of another orsiro mission with same size.